Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/27/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample was found ruptured. Additional testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture. Concomitant products: 600cc mentor smooth round high profile memorygel breast implant catalog: 3506004bc, lot: 6557980, sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 550cc mentor smooth round high profile memorygel breast implant experienced right sided rupture post procedure. A MRI scan was performed on (B)(6) 2019 which confirmed right side breast rupture. Moreover, patient was seen by a physician on (B)(6) 2019 who also confirmed right side breast rupture. As a result, patient had an explantation on (B)(6) 2019.